Event description:
It was reported that the procedure was to treat an unspecified coronary artery. The 4.0x18 mm xience xpedition stent delivery system (sds) was being advanced on the non-abbott filter wire outside the patient when it became stuck on the wire. During an attempt to retract the sds, the stent implant stripped off the balloon and remained on the wire. The devices were removed together as one unit. A new 4.0x18 mm xience xpedition was used successfully to complete the case. There was no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for difficult to position/remove or stent dislodgements from this lot. Based on the reviewed information, no product deficiency was identified.